Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated: 0001825034-2019-04306. Foreign; event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised approximately four months post-implantation to address disassociation of the glenosphere and base plate. No further information is available at this time.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.